Manufacturer narrative:
The completed investigation identified that the alleged collapse did not cause any injury or pain to the patient. The b5 summary and section h codes have been updated to reflect this.

Event description:
It was reported that the head of the bed collapsed slightly while a patient was sleeping in it. Communication with the customer identified that the alleged collapse did not result in any further injury or pain to the patient. The bed was evaluated by a stryker technician and the alleged bed collapse could not be duplicated and no issue was found which could have caused or contributed to a collapse.

Event description:
It was reported that the head of the bed collapsed slightly while a patient was sleeping in it. The patient reported hip pain as a result. An x-ray showed no injury to the hip but the patient was prescribed pain medication to treat the pain. The bed was evaluated by a stryker technician and the alleged bed collapse could not be duplicated and no issue was found which could have caused or contributed to a collapse.